Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue gaining telemetry with the implantable pulse generator (ipg) on numerous occasions after a radio frequency scanner had been used to scan the pacemaker pocket during implant. It was noted to be taking "roughly 15 minutes to gain telemetry and interrogate the device". The device remains in use. No patient complications have been reported as a result of this event.